Manufacturer narrative:
The compressor was investigated on site. According to received information the standby valve was exchanged in the compressor and this solved reported problem with the compressor went into standby mode. No goods were returned for our investigation, despite several reminders. No device logs from a connected ventilator has been received. If the compressor are in standby mode and if the air supply pressure will be low the, the connected ventilator will alarms for low air supply pressure and high o2 concentration. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
(B)(4).

Event description:
It was reported that the compressor mini shut down and went into standby mode several times while on a patient today. It was quickly swapped out with another. There was no patient harm reported. (B)(4).